Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a fever and after receiving low battery alerts, customer let the pump battery deplete. Insulin delivery was suspended for approximately 4 hours. Blood glucose (bg) was 330-576 mg/dl and a correction bolus was delivered. Customer was vomiting and went to the emergency room. Customer admitted to the hospital for fever and diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Customer was treated with fluids and medication. Elevated bg/dka were resolved. Customer¿s tentative discharge date was (B)(6) 2018. Tandem technical support (cts) recommended customer to charge pump daily to avoid complete battery depletion. Contact acknowledged the information. Although multiple attempts were made by cts to confirm discharge date, contact did not reply.